Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient experienced loss of consciousness during the second catheter access port (cap) aspiration procedure. The patient was admitted in the hospital overnight for observation. The cause of loss of consciousness is currently unknown.